Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture and resulting pericardial effusion cannot be confirmed. Procedural factors (valve deployment volume, manipulation of the device), in addition to patient factors (advance age, female gender, small body weight, valvular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, post balloon aortic valvuloplasty (bav), a 23mm sapien 3 valve was deployed with nominal volume in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, imagery revealed that calcification located near the sinus of valsalva (sov) at the non-coronary cusp (ncc) seemed to ¿sink into the wall¿. The area was checked with tee and pericardial effusion was noted. The patient¿s blood pressure was 80 mmhg to 100 mmhg and was maintained low. Protamine was administered. Following the protamine administration, no increase of the pericardial effusion was noted. It was determined that a ¿contained¿ rupture had occurred. The procedure was completed and the patient was transferred, still intubated. The patient¿s blood pressure was controlled and the patient was closely monitored until the following morning. No additional actions were reported. As reported, as of postoperative day (pod) 7, the patient is making a steady recovery and is expected to be discharged in ¿a few days¿. The native annular diameter measured 20.0mm by tte. Mild valvular calcification and no aortic root calcification was reported. It was reported that the movement of the calcification could not be ¿read¿ and the sapien 3 valve moved more ¿outward¿ than expected.